Event description:
It was reported that a cannon catheter was successfully placed and the pt was transferred to ICU. In ICU, an air embolism was noticed and the clinician was called in. He utilized a syringe to "extract air". He later disassembled the hub and discovered the green compression sleeve fitting had not been placed. The pt expired.